Manufacturer narrative:
Additional narrative: patient information is unknown. Unknown date in december 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) blade has been unlocked. No information about patient status. Concomitant devices: pfna nail (part 272.280s, lot 9377650, quantity 1); pfna end cap (part 273.155s, lot l455811, quantity 1); bolt (part 259.380, lot l282784, quantity 1); bolt (part 259.420, lot 1963481, quantity 1). (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dislocation of the femoral neck blade occurred in the patient and there was a suspicion of a chronic low-grade infection. The bolts prove to be entirely loosened with no further significant grip on the bone. It is to be assumed that this effect is the result of local osteolysis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history record review: part number: 02.027.034s synthes lot number: l459713. Release to warehouse date: 27. June 2017 expiry date: 01. June 2027 manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device. The investigation of the complaint pfna blade has shown that the locking screw is inserted too far inside the blade and therefore the blade could not lock. This could happen, when the impactor instrument is not attached correctly to the pfna blade and will be screwed into the blade without contact with the thread. Further investigation has shown that the tread sleeve, the tread is damaged also the surface of this implant has wear marks it is not possible to determine where it are coming from. We can only assume, that this can be traced during removal or a possible instability of the unlocked condition of the blade. Based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that any occurrence during the insertion of the pfna blade led to the unlocked position. A functional test was performed after unscrewing the locking screw out of the blade and it was detected, that the article is fully functional. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. The complaint is determined not to be a result of a detected product related deficiency, damage appears to be the result of a possible handling failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that a patient fell on the right side and had a femoral fracture. Patient was treated with blade, nail and two locking bolts on (B)(6) 2017. Post-operatively, it was detected that the proximal femoral nail antirotation (pfna) blade has been unlocked and it was dislocated. Patient revised on (B)(6) 2017. During revision surgery it was also detected that both locking bolts were loose. Concomitant device reported: pfna 10 long r 130 l340 sst (part # 272.280s, lot # 9377650, quantity 1), pfna end cap extens. 0 sst (part # 273.155s, lot # l455811, quantity 1). This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Updated complaint description. Upon receipt of the additional information the reportability changed from product problem only to serious injury and product problem. Patient code. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data: corrected list of concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient fell on the right side and suffered a dislocated intertrochanteric-subtrochanteric multiple fragment fracture of the femur, right side. Primary surgical treatment was not immediately possible due to patient¿s metformin intake. After easing the effects of the metformin, patient was implanted with a proximal femoral nail antirotation (pfna), a pfna blade, one (1) 38mm locking screw (bolt), one (1) 42 mm locking screw (bolt), and a pfna end cap on (B)(6) 2017. On unknown date, a dislocation of the femoral neck blade occurred in the patient, most notably through the re-opening of the sealed femoral neck blade. Accompanying this was a chronic persistent, opaque serous secretion over the entrance to the femoral neck blade. As a result, there was suspicion of a chronic low-grade infection. Patient was returned to surgery on (B)(6) 2017 where surgeon removed all hardware. During this procedure it was noted both screws (bolts) were loose with no significant grip on the bone. Surgeon assumed this to be the effect of local osteolysis. The wound was cleaned and the patient was closed. Unknown cultures were taken during this procedure.

Manufacturer narrative:
Additional narrative: initially reported concomitant devices are no longer concomitant. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.